Event description:
Allegedly, the jaw broke off of bowel grasper into pt during procedure and doctor had difficulty locating the broken piece. After an x-ray showed it was in the abdomen, the doctor made an incision at the location of a c-section scar and removed the piece. Procedure was delayed but completed; there was no adverse report on pt. Pt condition was good post procedure.

Manufacturer narrative:
Hospital is not releasing instrument at this time; instrument was in use for approx 7 years.